Event description:
String seems to fall apart at the end leaving little pieces of string in my hand. [Device breakage]. Applicators with points either bent the wrong way [device physical property issue]. Case narrative: consumer reported via rr that the tampon string seems to fall apart. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.